Event description:
Another manufacturer's stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported that there was a slight proximal endoleak post stent graft placement and inflation of another manufacturer's balloon. The device was ballooned a second time with a semi-compliant reliant stent graft balloon catheter. The balloon was noted to have remained inside the graft, not extending into the native vessel. However following angiography, a significant amount of extravasations of contrast was noted indicating that a rupture had occurred. The physician placed two aortic extenders and a 31 mm balloon-expandable stents were place in an attempt to resolve the rupture. Whoever, upon angiographic imaging persistent extravasations of contrast was identified. The physician elected to surgically convert the patient to an open surgical repair. There was a perforation approximately 4-5mm in length at 8 mm below the left renal artery was identified. The physician resolved the tear by sewing an approximately 2 cm square dacron patch on the outside of the aortic wall with some sutures protruding through the devices implanted. Following this procedure the bleeding was identified, attributed to a type iii endoleak from the suture holes in the devices. An additional aortic extender was then deployed endovascularly to extend and overlap the suture holes. Following gentle ballooning with another manufacturers' balloon there were no endoleaks or extravasation of contrast was identified. Complete exclusion of the rupture, endoleaks and aneurysm was reported. No additional clinical sequelae were reported and the patient stable.